Event description:
During troubleshooting of a no flow/restricted flow that appeared on the homechoice (hc) unit display, during use, while the patient was connected, in dwell, the home patient (hp) stated they were short on fluid in the last cycle. The hp stated the last bag was not refilling the heater bag to finish therapy. The technical service representative (tsr) tried several times through the interpreter to tell the hp not to disconnect the last supply bag because this would compromise the setup. The hp went ahead and told the interpreter she already had removed the last supply bag. The tsr advised the hp they would need to either reset up or do a manual exchange and then the hp ended the call. There was patient involvement, but there was no patient injury or medical intervention associated with this event. During a follow-up with the home patient, they stated they disconnected the last supply bag. The technical service representative (tsr) had the home patient disconnect aseptically, discard the supplies attached, and restart the setup with all new supplies. After restarting with new supplies, the hp finished therapy with no other issues. The hp has been able to continue therapy.

Manufacturer narrative:
(B)(4). This complaint for a use error - failed to follow therapy steps was confirmed; however, no root cause was determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed should additional information become available.